Manufacturer narrative:
(B)(4). The returned product met specification as received. The device was activated on simulated tissue with satisfactory results. The jaws opened and closed properly when testing the latch mechanism. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually observed. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that tissue particles starting sticking to the ligasure device during a partial hepatectomy procedure. No bleeding. No tissue damage. No patient injury reported. Another device was used to complete the procedure.